Manufacturer narrative:
One pressurewire certus was returned for analysis. The results of the investigation revealed the shaft had been kinked and fractured, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the guidewire fracture remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fracture.